Manufacturer narrative:
Additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device lens was scratched. Functional testing was performed, and the reported issue was able to be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited continual beeping with no error tried troubleshooting still alarming. Damaged lens. No adverse patient effects were reported by the customer.